Event description:
Customer reported a high pitched error alarm. One device was received for evaluation. Error 23 (7x) was found in the event log. The ocs optical switch was replaced in order to resolve this issue. After repair, the pump was found to meet specification.